Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient (who is also a health professional) reported being injected in the submucosa with juvéderm® volift¿ with lidocaine then was injected with hyalased for an unknown reason. Patient later was then injected in the lips with juvéderm¿ voluma¿ with lidocaine. The patient developed a ¿bacterial infection¿ and ¿lumps¿ in the lips and was treated with taxim injection by a different health professional. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00142 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ voluma¿ with lidocaine.